Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 9.0mmx20mmx80cm sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was good.